Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level reported. No additional information was received regarding the outcome of the event, and the device is not being returned as it is no longer under warranty.